Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt's rn stated that fluid was found leaking into the machine upon opening the cassette odor following treatment. Upon follow up with clinic, rn, states that the pt did not receive any antibiotics and there were no ill effects. There is a sample available for eval.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical eval and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.